Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, four heartstring iii seals failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Refer to MFR reports 2242352-2012-01033, 2242352-2013-01201 and 2242352-2013-01203.

Manufacturer narrative:
The device was returned to the factory for evaluation. The device showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly and the seal were not returned. The green slide lock and white plunger were not depressed on the delivery device. The reported complaint could not be confirmed as an incomplete device was returned. Lot history record review was completed for the reported product lot number. There were no non-conformances recorded in the lot history. Due to the multiple issues that the customer has experienced with the heartstring iii device, an in-service training was conducted by a maquet representative. (B)(4).